Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The starburst end of the vertek arm would no longer lock down due to mechanical damage. A replacement part was sent to the site and the issue was resolved.

Event description:
A site biomed representative reported that one of the joints on the vertek arm will no longer lock. There was no patient present.